Manufacturer narrative:
(B)(4). The blade was received while still in the original plastic packaging. The plastic base was shattered as reported with loose pieces of hard plastic floating in the packaging. The complaint has been confirmed, but a root cause cannot be established. No corrective/preventive actions will be assigned.

Event description:
The customer alleges that the blade was received broken in the package. Part of the breakage consisted of the green end being disconnected in the package. No pt injury.